Manufacturer narrative:
Testing was performed at alere (B)(4) on retained kit lot 170222 and 170503 with the following internal serum/plasma control samples: hiv-1 positive, hiv-2 positive, p24 positive, and hiv negative. All test results were valid and performed as expected. Additionally, the manufacturing batch records for lot 170222 and 170503 were reviewed. These lots met the required release specifications. The customer returned the patient's serum sample and it was tested with the same devices from both kit lots of retain devices. The positive result was replicated with both lots. Testing of the returned patient sample is intended to replicate the customer's reported issue. A review of the complaints reported false positive or unconfirmed false positive related to lot number 170222 and 170503 showed that the complaint rate are (B)(4) and (B)(4) respectively. The evidence available does not indicate that the product is performing outside label claims. Alere (B)(4) was unable to determine the exact root cause of the reported issue. The results obtained may possibly be related to the patient sample. The sample may have contained specific substances which may have affected the results. The available evidence suggests that this device lot is performing within labeled claims.

Event description:
A (B)(6) result was reported on an edta whole blood sample tested with the alere determine hiv 1/2 ag/ab combo from a (B)(6) pregnant woman. At the time of testing, the patient was (B)(6) pregnant, but not in active labor. The test was repeated and the same result was obtained. The test was repeated one additional time using serum and obtained a (B)(6) result ((B)(6)). Both edta whole blood and serum samples were repeated on lot 170503 and a (B)(6) result was obtained for both sample types. The patient was confirmed (B)(6) by abbott architect. There is insufficient information to determine if a malfunction occurred. The patient's treatment and patient outcome were unknown. At the time of the event there was no indication of a product malfunction based on the information provided and assessed by alere (B)(4); however, this MDR is a retrospective filing in response to an observation from an FDA inspection conducted february 26th to march 2nd, 2018 at alere (B)(4).